Event description:
In 2008, the sales rep reported that during surgery the tip of the bone awl was bent. Add'l info was obtained on 25 jul 2008 after the complaint investigation, it was determined that the tip of the bone awl was broken and not that it was bent as previously reported. If this malfunction were to recur there would be potential for the broken piece to fall in the wound and cause a surgical intervention.

Manufacturer narrative:
Product is an instrument and is not implantable. Results of device history record review indicated part met specifications. Bone awl tip flaired, some pieces broke away, and remaining tip cracked during surgery when used on pt with very hard bone.